Event description:
It was reported the customer had repetitive meter bg message. The customer stated they had already calibrated. Customer also reported a high blood glucose of 431 mg/dl. Customer's blood glucose was 355 mg/dl at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.